Event description:
It was reported that a clinician sent a drug order of donanemab-azbt to the pump with a 60 minute duration using wireless interoperability. However when approving the medication order, the pump was found to be populated with 30 min duration instead. The clinician needed to manually change it to match the mar. The nurse manager reported this happened repeatedly. No patient impact was reported.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.